Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose due to bent cannula in the infusion set. There was an alarm 2. The bent in the cannula caused a blockage at the site of insertion. Specific blood glucose level is not reported. Symptoms were noticed three or more hours after the insertion of the infusion set, and the site of insertion was reported to be the abdomen. Patient required assistance from daughter due to bg level. Patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.